Event description:
It was reported that the core universal driver displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. The event occurred during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the core universal driver displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. The event occurred during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.